Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) spoke to biomed regarding issue over phone. It was reported that there was a noise in the ECG signal and that ECG lead was a spare lead, as the staff had thrown away the original. Explained to customer that unit will switch triggers if the ECG quality is not sufficient and to check if they are using the appropriate ECG lead as customer was not clear on what sort of cable was attached at the time. . Pm was completed 2 weeks prior to this reported incident. Unit passed all functional and safety checks.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pumps kept going back to arterial pressure trigger. There was no harm reported.